Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported that a patient who had a xen® gts implant for roughly 4 years has had good eye pressures, but had a recent increase that needling was going to be carried out for. During a preliminary examination, it was discovered that the xen implant had "torn off."